Manufacturer narrative:
(B)(4). D10: cat# 110010246 lot# 67296967 g7 osseoti 4 hole shell 56mm f cat# 650-0660 lot# 3241326 delta ceramic fem hd 36/-3mm cat# 30103606 lot# 66433659 36mm i.d. Size f neutral liner. G2: foreign ¿ event occurred in australia h6: proposed component code: mechanical (g04) ¿ stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately eight months post-implantation, the patient underwent a hip revision due to loosening of the stem, which had fixed in a sunken position. The cup was retained. Liner, head and stem were revised. Attempts have been made and no further information has been provided.